Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. The device was returned to olympus for evaluation. The cause of the reported complaint for the ¿teflon coating was peeling off on the hand piece¿ was confirmed. A visual inspection on the received condition was performed on the device; there was some tissue build up. The evaluation confirmed the ptfe pad (teflon pad) was inspected and found it completely missing. Additionally, the exposed metal on the jaw cause a short circuit error when the jaw was fully closed due to the metal to metal contact and the seal or seal & cut button was activated. The device was attached to olympus usg-400/esg-400 generators and a probe check was performed; the device passed the probe check. Both switches were checked and found both switches are functional. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. Based on similar reported events, the potential cause of the reported event can be attributed to (unintended) no tissue or insufficient tissue between the probe and jaw when the device is activated. As a preventive measure, the instruction manual also provides warning to prepare a secondary method for achieving hemostasis or dissection, e.g. A spare of the thunderbeat instrument, and a back-up of the transducer. Also, the instruction manual provides the following warnings: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The exact cause of the reported event could not be confirmed. However, based on similar reported complaints related to the reported device, the potential cause for the damage to the teflon pad is operational (unintended) error. The device instruction manual contains several warning statements to prevent thermal and mechanical damage to the teflon pad: do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects. Do not activate output while applying the probe tip to the tissue with strong force, grasping thick tissue or twisting the handle. As a preventive measure in the event of device malfunction, the instruction manual also recommends that a spare device be available during the procedure.

Event description:
Olympus was informed that during the middle of a total laparoscopic hysterectomy (tlh) procedure, the physician was working on the patient uterus tissue when an unknown error displayed on the generator. The device was inspected and the teflon pad at the distal tip of the device was observed to be peeling off; exposing metal. No device fragment fell into the patient. The procedure was delayed by 5 minutes and the intended procedure was completed using a second like device from the same lot. There was no adverse outcome to the patient reported.